Manufacturer narrative:
Name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. E1: patient city: (B)(6). Patient country: finland. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that high bg/ under delivery and there is no malfunction based on complaint information on (B)(6) 2026 and harm was reported with this complaint is hc23.01, severity 1. Because the patient reported that high blood glucose and insulin bolus is used for treatment.